Event description:
It was reported that this right ventricular (rv) lead was explanted due to a non-specific performance issue. No additional adverse patient effects were reported. It is currently unknown as to whether this lead is available for return. A return request will be submitted to the field.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a non-specific performance issue. No additional adverse patient effects were reported. This lead is not expected for return.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.